Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level wa 269 mg/dl. The customer was treated with insulin pump. The customer reports the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported the weak battery alarm on the insulin pump. The customer's blood glucose level was 269 mg/dl. The customer was treated with insulin pump. The customer was advised that the use of other battery brand or type may result in reduced battery life. It was explained to customer that weak battery will occur prior to a failed battery test or low battery alert. The customer reported also the no motor error alarm on the insulin pump. The customer's blood glucose level was 269 mg/dl. The customer was advised that the insulin will need to be replaced.

Manufacturer narrative:
Findings: all operating currents are within specification. Off no power alarm functions properly. No unexpected low battery alarm, weak battery alarm, failed battery test alarm or battery out limit alarm noted. The low reservoir alarm functions properly. Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had cracked reservoir tube lip.